Event description:
It was reported that during a supply change for the ilet system, the user and caregiver did not observe drops during the press-and-hold step, noted the connector was not securely attached to the cartridge, and experienced difficulty attaching the connector until replacing it; after rewinding and installing a new connector, drops were observed and the supply change was completed, with blood glucose not affected. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included customer service troubleshooting and user education to repeat the rewind, reinsert the cartridge, and attach a new connector, along with verification that the connector and needle showed no damage after replacement. Investigation of this case revealed that the initial no-drops condition was consistent with user technique during priming and connector attachment rather than a damaged component, as successful drops occurred after repeating steps with a new connector and longer press-and-hold. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and priming.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.